Event description:
Customer reported that he began feeling ill on (B)(6) 2014. Customer tested using his adc blood glucose meter and received a reading of 36 mg/dl, and results between 50-60 mg/dl. Customer self-presented to a health center where his blood glucose was measured and a reading of 200 mg/l was obtained. Customer was diagnosed with hyperglycemia but could not recall what, if any, treatment was administered. Customer additionally reported experiencing problems with his eyesight due to this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.